Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire the purple reload. A new staple reload was unboxed and procedure carried on without further issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the appropriate packaging for one device. A visual inspection noted only the blister and tyvek were returned. Because no physical product was received, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.